Event description:
It was reported that the device would not complete its boot-up cycle by not surpassing the self test screen when powering the device on. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to verify the reported failure; however did observe unrelated event codes logged in the device memory. Physio replaced the therapy pcb assembly in relation to the event codes and then proper device operation was observed through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed therapy pcb assembly but was still unable to duplicate the initial reported failure. The event codes found logged did not affect the critical functionality of the device. A conclusive cause of the reported problem could not be determined.